Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, ":elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-01650 / 01652).

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2008. Patient¿s legal counsel reports patient allegations of pain, discomfort, soreness, dysfunction, metallosis, loss of range of motion, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, metallosis, and metal poisoning. Subsequently, patient was revised on (B)(6) 2011. Additional information received in medical records confirm the acetabular cup loosening, metal debris, metallosis, fluid, and bony erosive loss. The modular head, taper adapter, and acetabular component were removed and replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2011, due to patient allegations of pain, discomfort, soreness, dysfunction, metallosis, loss of range of motion, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, metallosis, and metal poisoning. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay medical records, which was unknown at the time of the initial medwatch. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-01650 / 01652).